Event description:
It was reported that bd intima-ii 24gax0.75in prn slm leaked at septum the patient was hospitalized in our hospital's respiratory medicine department due to a lung infection. On the morning of (B)(6) 2025, a nurse performed a cannula insertion on the patient. After the puncture was successful, the hard needle was removed, and blood was found to be leaking from the cannula's isolation plug. The patient was reassured, the situation was explained, the cannula was removed, and a new cannula was inserted. After communication within the department, it was found that there had been 5-6 similar cases with this batch of cannulas in the past three days. Due to the high frequency of occurrence, the warehouse procurement department has contacted the manufacturer for feedback.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information is available.

Manufacturer narrative:
1. DHR/bhr review (lot#4258110): 1) the products of this batch were assembled at intima ii auto line 2 in oct 2024 and packaged at r240 package line in oct 2024. Work order quantity was (B)(4) pcs. 2) the septum incoming inspections: appearance and size were not abnormal, which met the requirements of incoming inspection specifications. 3) the leakage test results of 800pcs in process testing and 32pcs in outgoing testing were within the product specifications. 4) no unqualified deviation or rework activities in the production process. 5) the septum assembly equipment without abnormal maintenance. 2. The customer returned 3 photos, no defective sample. The photos showed the sku was 383028 and the batch code was 4258110. Blood oozing from the end of the sample's septum. 3. The retained sample of this batch is taken for septum leakage test, the test result showed that no leakage was found at the septum. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals about this batch of products. The returned photo showed blood oozing from the end of the septum, but as no defective sample has been received, relevant tests cannot be performed, the root cause of this defect cannot be determined. The plant will continue to track and trend for this issue.